Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a left-sided 255cc mentor memorygel breast implant and a right-sided 235cc mentor memorygel breast implant. Post-operatively, the patient experienced a suspected rupture of her right prosthesis, which was identified via magnetic resonance imaging. The patient was also diagnosed with baker grade IV capsular contracture in her right breast. As a result, the patient underwent bilateral removal and replacement with a left-sided 255cc mentor memorygel breast implant and a right-sided 235cc mentor memorygel breast implant on (B)(6), 2024. The patient¿s right prosthesis was confirmed to be intact upon removal. During the explantation procedure, it was reported that the patient¿s left prosthesis was torn by the surgeon. There were no surgical delays or patient consequences reported due to the rupture that occurred during the removal surgery. This report is for the left implant. Refer to manufacturing report number 1645337-2024-00389 for the contralateral event.

Manufacturer narrative:
On february 16, 2024, mentor received the device for evaluation. On february 20, 2024, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the breast implant was found to have an area of missing material on the anterior view, measuring approximately 4.5 cm x 2.5 cm. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the missing material could not be identified. Manufacturer¿s reference number: (B)(4).